Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2012. The revision surgery was due to the patient being in pain. During the revision a serf ci 61/28 e liner, was replaced with an implant of the same size and the apex arc stem size 5 was removed and replaced with a non-omni implant.